Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone (unknown dose and concentration), bupivacaine (unknown dose and concentration), and clonidine (unknown dose and concentration) via an implantable pump. It was reported on 2020-feb-07 the patient contacted the clinic reporting they could not successfully activate their personal therapy manager (ptm) to treat their pain. It was discovered after review of the programmer report that the patient was incorrectly scheduled for their pump refill and was scheduled for pump refill after the low reservoir alarm date. The low reservoir alarm date was (B)(6) 2020 and they were not scheduled until (B)(6) 2020. The patient was started on morphine, a fentanyl patch, and clonidine to treat withdrawal and increased pain. On (B)(6) 2020 device interrogation revealed an empty reservoir alarm had occurred, and the pump was refilled. The outcome of the event resolved without sequelae on (B)(6) 2020. The clinical diagnosis was intrathecal (it) opioid withdrawal and the device diagnosis was other empty pump reservoir (refill appointment incorrectly scheduled). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported.